Event description:
It was reported that a revision surgery was performed for removal of ortho hardware.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no clinically relevant documentation was provided after 3 information requests therefore a thorough medical investigation could not be performed. Based on the report of hardware breakage during a scheduled removal, the patient impact cannot be determined other than an expected post-operative convalescence period. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.